Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported the customer's insulin pump was scrolling when attempting a manual bolus. The customer also reported receiving a battery out limit alarm. Customer stated their buttons were unresponsive and their time was scrolling on their insulin pump. It was also found the button error alarm had occurred. The customer's blood glucose was 189 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.